Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was microscopically inspected and leak tested; microscopic inspection revealed that the first cylinder had a pinhole at the proximal end consistent with damage from a sharp instrument, stretching of the outer sleeve due to bulging at the proximal end, and wear at a fold at the distal end. Leak testing further indicated that the first cylinder exhibited a bulge at the proximal end when inflated with a syringe and confirmed a pinhole leak in the same region. The second cylinder was also microscopically inspected and leak tested; inspection revealed a hole at the corner of a fold in the outer sleeve at the proximal end that progressed into a tear, as well as wear at a fold and a hole at the fold in the distal end. Leak testing demonstrated that the second cylinder had leakage originating from wear at the fold in the distal end. The ms pump was microscopically inspected and subjected to leak and functional testing; inspection showed that the kink resistant tubing (krt) was worn down to the filament, with filament exposure and extension observed in one cylinder krt. The ms pump passed leak testing but did not pass functional testing. The spherical reservoir was microscopically inspected and leak tested; inspection identified wear at a fold in the reservoir shell, and the reservoir successfully passed the leakage test. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of "device has a fluid leak", 'mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)", and "device cylinder aneurysm/bulge" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without an initial report and any performance allegation information. Upon analysis of the returned components, a device issue was noted. No further information was reported.